Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump produced loud grinding motor noises during insulin delivery and generated repeated occlusion alerts, while the screen remained usable and the user continued therapy without injury; the user also noted a longstanding diagonal screen crack that had not affected operation and increased daily insulin demand due to steroid use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem with the device, with a mechanical problem identified during assessment. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.